Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise. This oversensing caused inappropriate mode switch episodes. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.